Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing needle occurred. The sensor was inserted into the arm on (B)(6)2024. No product was provided for investigation, however, a photograph was provided. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.